Event description:
Information was received from a patient's representative (caller) regarding an external device to an implantable neurostimulator (ins). The indication for use was unknown. It was reported that the green light was on the ac power supply when plugged into the wall, but when the controller was plugged in, the controller screen was blank and unresponsive, and the controller would not turn on. The caller stated that they did not see any green solid or flashing light above the controller screen. The caller stated that the controller did turn on when aa batteries were inserted. The caller stated the patient had been without their stimulation for a few days now due to this issue. The issue was not resolved. A replacement battery pack was sent out. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot#/serial# (B)(6), product type accessory. H3. Analysis found that the complaint was unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.